Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), (B)(6), (B)(4). Apply to product ID: 3889-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and strong urinary urges. The patient stated that she was in the shower and felt sharp stinging at the lead incision site but the feeling had gone away. The patient also mentioned that she was jogging and did trip in the yard but she was not sure if it was related to the symptoms. Troubleshooting attempts were made and the patient programmer showed stimulation was on and the patient could feel the stimulation at times. The patient also stated that she had been doing electrolysis for a couple of years and the patient was told not to hold the electrolysis wand in her hand because it would send the current through the patient and might be less effective or something but was still going to help her. The patient reported that she was not told to turn the ins off and the burning and stinging in the middle incision area started the week of (B)(6). The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.